Manufacturer narrative:
H6 codes were revised to only include f01 and not f24.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/hematoma: the cause of access site adverse event/hematoma was most likely anticoagulation management related. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a large hematoma in the groin. Manual pressure was held and the patient was treated with plavix, aggrasta, an a heparin bolus. The patient was agitated and heparin and levo were weaned. A fem stop was also placed. The patient's leg was ischemic but doppler pulses were later found. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.